Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the longevity of this pacemaker is shorter than expected. The pacemaker is programmed in safer mode, with 5% of atrial pacing and 100% of ventricular pacing. The pacing outputs are 2.0v on the atrial channel and 2.5v on the ventricular channel. According to the implant manual, the pacemaker overall longevity should range between 8 years and 7 months and 9 years. Based on available data, normal battery depletion occurred as of (B)(6) 2020 based on hrs guidelines (the rrt had not been reached as of this date). No issue is suspected on the estimated overall longevity.

Event description:
Reportedly, the longevity of this pacemaker is shorter than expected. The pacemaker is programmed in safer mode, with 5% of atrial pacing and 100% of ventricular pacing. The pacing outputs are 2.0v on the atrial channel and 2.5v on the ventricular channel. According to the implant manual, the pacemaker overall longevity should range between 8 years and 7 months and 9 years. Based on available data, normal battery depletion occurred as of (B)(6) 2020 based on hrs guidelines (the rrt had not been reached as of this date). No issue is suspected on the estimated overall longevity.